Event description:
Surgeon was using a mitek lds electrode in the joint. During this use the active tip of the electrode came free from the device during use. The piece of the tip which came off of the device was removed from the body at the time of the event. Situation did not result in pt injury or significant delay to the case. The fragment coming free from the device could result in surgical intervention to prevent potential injury to the pt if this were to recur.